Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with three separate units. This is the first of three reports. Refer to 8030647-2016-00228 for the second report , refer to 8030647-2016-00229 for the third report . It was reported that the double swivel elbow adapter tip broke off during aspiration. No patient injury reported. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. The tip of the y-adapter was broken away from the adapter body. The break occurred at the point of interface between the tip and the body. The bond between the two components was intact. The break was jagged in appearance. When viewed under magnification, multiple stress fractures were seen. It was also noted that there was a gap between the tip and body, where the two parts are solvent bonded. The root cause of this malfunction has been determined to be manufacturing related. The gap was caused by a manufacturing related issue, which facilitated breakage of the device. Corrective actions are already in progress at the manufacturing facility. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).